Manufacturer narrative:
(B)(4). Unit received with completely broken reservoir tube lip. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to completely broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. The customer was able to clear the alarm and able to rewind the insulin pump. The customer stated drive support cap was normal-slightly indented. The customer stated that the retainer ring was cracked but reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.